Manufacturer narrative:
A visual inspection was performed on the product and no damage was observed. Complaint of overheating error could not be reproduced. Product passed functional testing including power cycling during 48 hour burn-in inside of test tower. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating or power loss occurred during 48 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. After the evaluation the root cause for the reported issue could not be determined.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that the device presented an overheating error and was hot to the touch. No patient injury or complications were reported.

Manufacturer narrative:
PMA/510(k)number: k070266.